Event description:
During troubleshooting for an unrelated alarm, it was reported that the home patient (hp) was starting over after having a system error 2240 (air in set) alarm on a homechoice (hc) machine. The technical service representative (tsr) reviewed the alarm log, found the system error 2240, and explained the alarm to the hp. There was nothing found during troubleshooting that would cause or contribute to the alarm. The hp was to start over using new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.